Event description:
It was reported that the unit took a long time to boot up and then would not take a blood pressure regularly. The following day, during a case, when the nbp button was pressed, the unit screen went blank, and the monitor reset. When it powered back on, the default were gone and the unit had to be manually set. A draeger technical service representative (tsr) was unable to duplicate the reported problem. There was no pt injury reported. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.